Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the system was explanted, the patient was treated with IV antibiotics and the infection was now resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that 27 days after the implant the patient got a staph infection and was in the hospital for 7 days and the stimulator was removed. The patient stated he charged the implant and it was tender and sensitive. The patient was running a fever so he took some medication to relieve the fever and the next morning the implant site was red and really hurt. The patient had a temperature of 101 and when he met with the manufacturer representative and healthcare provider the temperature was 102.1 so he was sent to the hospital and given antibiotics for 7 days. The indication for use was non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had infection symptoms; redness and pain at the site, along with a fever. The patient was admitted to the hospital on (B)(6) and started IV antibiotics. The infection worsened so the device was explanted on (B)(6). No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the device would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.